Event description:
The customer reported that multiple central nurse's station (cns) are experiencing communication loss.

Manufacturer narrative:
Details of complaint: on 02/28/2021, the customer at (B)(6) medical center reported the following issue with pu-681ra(central monitor processing unit for cns-6801); sn-(B)(6) from patient monitoring: multiple cnss were experiencing communication loss. Investigation summary: the cause of the issue with oru messages was determined to be the cisco switch connecting all the cnss. This is a non-nkc accessory. The overall risk of this event, taking into consideration of severity and probability, is "medium".the reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of cns communication loss is acceptable. Attempt #1 03/01/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2 03/10/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3 03/26/2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received.

Manufacturer narrative:
The customer reported that multiple central nurse's station (cns) are experiencing communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received.

Event description:
The customer reported that multiple central nurse's station (cns) are experiencing communication loss.